Manufacturer narrative:
Additional information from phone number: (B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The sealant of the 5f mynxgrip vascular closure device (vcd) was pulled out after the procedure. So, hemostasis wasn't perfect. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
The sealant of the 5f mynxgrip vascular closure device (vcd) was pulled out after the procedure. So, hemostasis wasn't perfect. There was no reported patient injury. Hemostasis was achieved with manual compression. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel was moderately tortuous. There was presence of pvd/calcium in the vicinity of the puncture site. A 5f competitor's sheath was used. The procedure use a retrograde approach. The device is expected to be returned for analysis. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The sealant and advancer tube were not returned. The procedural sheath was fully retracted to the shuttle handle, folded backward. It was observed that the procedural sheath was kinked. Per microscopic analysis, the balloon¿s proximal bond taper was damaged and folded backward. A misalignment of the advancer tube or the sheath with the tissue tract by the user may cause the bond taper to make angular contact with the distal end of the procedural sheath. An angular contact may sweep the taper and damage the proximal bond. This condition may contribute to the sealant dislodge during catheter retraction. Functional analysis could not be performed as the sealant and advancer tube were not returned for investigation. A product history record (phr) review of lot f2021301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as a misalignment of the advancer tube or the sheath with the tissue tract, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.